Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headaches, upper airway irritation, coughing, chest pressure, sinus issues, nausea, vomiting, dizziness, irritation to eyes, skin and nose and asthma gotten worst. Medical intervention was not provided. The device was returned and evaluated by the manufacturer. The internal part of the device was inspected visually. The device's downloaded logs were reviewed by the manufacturer and 3 errors were found. There was evidence of water ingress to the blower. The manufacturer concludes that there was no evidence of visible foam degradation. The device was scrapped.